Event description:
The user facility reported a 75-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant in japan reported that the abdominal blood vessel tortuosity was so severe that the impella could not be inserted, even using a long sheath. The impella cp procedure was aborted. There was no harm to the patient.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The root cause of the delivery issue was most likely due to patient condition since patient had severe abdominal blood vessel tortuosity.